Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement greater than 200 ohms. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Additionally, electrogram (egm) review revealed multiple stored episodes containing right atrial (ra) lead noise with oversensing. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Furthermore, the shock impedance measurements had later returned in-range values. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information received approximately 16 months later reported that this rv lead exhibited intermittently high, out-of-range rv pace impedance measurements greater than 3,000 ohms. The patient was seen in-clinic, and a rv threshold measurement of 1.5 v was observed with low rv impedance measurements and elevated rv threshold measurements greater than 2.5 v were observed with higher rv impedance measurements. Furthermore, there was no evidence of noise. This newer behavior appeared consistent with the spring contact lead-header interaction, whereas the previously reported high shock impedance measurements were likely attributed to electromagnetic interference (emi). A more recent shock impedance measurement of 56 ohms was recorded. There was no impact to sensing and the patient was not pacer dependent, thus there was no impact to tachycardia detection or treatment and normal follow-up was recommended. This ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).